Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
(B)(6) 2014, crts 3071998 (hcp): it was reported the patient had a shocking or jolting sensation. It was stated the patient had pain down the patient¿s right leg. Reportedly, the patient was getting jolts every 15-20 seconds that lasted 5 seconds and they started at the incision site area (ins area) and radiated out. It was stated the patient also developed a rash down their right leg. It was noted the event occurred three years prior to report and the patient¿s implant had to be replaced. It was later reported the patient was diagnosed with shingles by a neurologist and no further action had been taken with the device.